Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 5pm with a high blood glucose level of 517 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer reported issues with low reservoir alarms and no delivery alarms while they sleep. The customer was assisted with troubleshooting and found no bent cannulas. The customer's device passed the self-test and was advised to change the reservoir set. The customer did not return the product back for analysis.